Event description:
It was initially reported that ¿it sounded like¿ this patient has a history of infection after implants. However, it was later corrected that it was not a history of infection but rather a history of complications. The patient has had multiple previous baclofen pump and catheter revisions at different institutions. At the time of an end of life revision, the patient has ¿some issues¿ and there was an inflammatory reaction to the pouch with negative cultures. This device system delivered baclofen. Additional information was requested to provide further event details, troubleshooting, resolution and patient status. However, no further details were available at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: neu_pouch_acc, serial# unknown, product type: pouch. (B)(4).